Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Consumer reported there was something on the programmer screen and they were trying to figure it out. It was reported that the icon was showing stim was on and the icon next to it indicating the battery in ins was full. Patient reported they only saw two icons and nothing else. The patient changed the batteries and made sure the antenna was plugged in securely. The patient powered the programmer off and then synched device with ins and they got the same two icons. Patient also reported they didn¿t feel like their stimulator was working right. When laying on their back it would all of a sudden kick in and start doing something and then stop. They reported they never out of three years has he noticed this before and will be walking along and it will start doing something. Consumer reported they normally have to turn it up to feel the stimulation, but it was going higher on it's own. Patient reported their stimulation was off and on sunday (B)(6) 2019 they turned it on and it zapped them. Overtime it seemed whenever they turned it on it zapped them with a strong current and it happened frequently throughout the day. They went to the doctor the day of the report and they did an x-ray and everything was ok. They did not check impedances or ins battery level, etc. Patient reported they read the battery 2-3 months ago, and they said they would be discussing replacement in the future. Patient reported they fall on occasion and has fallen a few times. The patient reported they shut their device off and it caused them discomfort (naggy pain) if they did not. No further complications reported/anticipated.